Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was completed and the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to out of range and a jump in high voltage impedance. An rv coil fracture or a connection issue was suspected. The implantable cardioverter defibrillator (ICD) and rv lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.